Manufacturer narrative:
Batch review performed on 12-jan-2020: lot 1850239: (B)(4) items manufactured and released on 16-apr-2018. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot. Medacta r&d evaluation of this event: the instrument used during the surgery as a substitute of the missing instrument was not appropriate due to it has different dimensions.

Event description:
During surgery, it was discovered that the humeral reaming guide was missing in the set. The surgeon used the glenosphere guide instead and the patient's humerus broke.